Event description:
A malfunction alarm was reported, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again, which the customer acknowledged.